Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep). It was reported that the patient was having a pocket revision due to the device moving and it being at an angle. The revision was scheduled for (B)(6) 2019. It was unknown what led to the issue. No further complications were reported.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the device has been tipped since implant surgery. The patient has not had any follow up with a rep since implant. The hcp was going to obtain imaging and if there is a position issue, the hcp will revise. The patient will use a soft brace for 2 months and set up an appointment with a rep to review teaching and programming. The issue was not yet resolved and was in progress. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had been having a hard time charging their implantable neurostimulator (ins) off and on for a while. The poor recharge quality (screen 76). The caller talked with the provider and it was noted that the ins was ¿tipped out¿. The provider recommended retraining it by wearing an ace wrap for two months. If this didn¿t work, they would replace the ins. At the time of the report, the patient was using athletic tape to hold the ins and they have been doing this for 2-3 weeks; there had been no change in the ins reposition. The caller stated that the belt did not fit the patient. In the end, the caller would work with the healthcare professional (hcp) if the ins didn¿t reposition and if they still couldn¿t charge. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.